Event description:
A customer reported a system message was received during a procedure. Following a delay, the procedure was completed manually. Info was provided that indicated the type of procedure planned as a silicone oil exchange and a membrane peel on the right eye.

Manufacturer narrative:
The company rep examined the system and reviewed the system's event log. The company rep found several system messages (sm) related to the pneumatics submodule had occurred prior to the occurrence of the reported sm "communications failure with the pneumatics submodule." The co rep replaced the pneumatic module to resolve the issue. Preventive maintenance was performed. The system was then tested and met product specifications. The root cause has not been determined. (B)(4).